Event description:
Patient was revised due to infection. Update: medical records received 10/09/2013. Revision operative report indicates the following: infection; significant edema; anterior half of the abductors ripped off; large abscess that extended posteriorly into the buttock region and also inferiorly into the subcutaneous region; crack in calcar; significant lysis. Cup, head, and stem are now reportable.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.